Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their lower aligner is cutting into their tongue. This has happened in steps 1 and 2. Provided hh tips and requested follow up on how well the tips worked.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.